Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/3/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency? 6. - did the event occur during one or multiple patient procedures? Multiple. - could you kindly perform and document the follow-up attempt for the product return? Yes. - furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Fedex tracking # (B)(4). - please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported to the sales rep that during total joint procedure the needles were observed to detach repeatedly from the sutures. A different lot number was subsequently opened and used to complete the procedure. No patient consequences. Device is available for return. Additional information was requested.